Manufacturer narrative:
Title: transcatheter aortic valve replacement in pure native aortic valve regurgitation.   Citation: j am coll cardiol. 2017 dec 5;70(22):2752-2763. Doi: 10.1016/j.jacc.2017.10.006.   Authors: yoon sh et al. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement in pure native aortic valve regurgitation. All data were collected from multiple centers between 2007 and 2017. The study population included 331 patients (predominantly male; mean age 74 years), 110 of which were implanted with medtronic corevalve, 50 of which were implanted with medtronic evolutr, and 7 of which were implanted with medtronic engager (serial numbers not provided). Among all patients adverse events included: valve embolization, conversion to surgery, aortic root injury, reintervention, second valve implant, new permanent pacemaker implant, aortic regurgitation, stroke, major bleeding and vascular complications. Coronary obstruction was also reported in the group including evolutr and engager. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.